Event description:
It was reported that on (B)(6) 2013, the pt said that she could no longer hear. Prior to this date the pt's ear had been cleaned. On (B)(6) she went to her doctor and underwent a revision surgery. After this surgery she was still not able to hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as follow up report.

Manufacturer narrative:
Additional information. Currently available information, does not allow a root cause determination for the reported no output condition despite several inquires no further information has been received. So far no date for explantation has been set.

Event description:
According to the report of march 25, 2013, the patient complaint about no hearing sensation on (B)(6) 2013. Prior to this date the patient's ear had been cleaned. On (B)(6), she went to her doctor and underwent a revision surgery. After this surgery she was still not able to hear.